Manufacturer narrative:
A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaints for previous 12 months was performed and there is no indication of complaint trend based on this review. Based on the investigation conducted, the complaint could not be confirmed. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported the pt underwent a knee replacement operation. Post-operative, the pt's skin was prepped with an antibacterial antiseptic. The wound was closed using "clips" and a dressing was applied with no drain in situ. The dressing was stored in the operating room and the reporter was unable to confirm whether or not it had been pre-warmed. Compression bandages were also applied. Pt developed a hematoma, which produced high levels of bloody exudates, post-op. The pt was treated using anticoagulant therapy only. After 48 hrs, the dressing was changed and it was noted the pt's skin was "extremely" inflamed, red, and had painful blistering under the dressing. Dressing type changed with good results. The pt required a longer stay in the hospital due to the hematoma; however, details regarding the length of recovery were not provided. No further pt complications were reported as a result of this event.